Manufacturer narrative:
Evaluation summary: deformation was evident to the 1st distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a severely tortuous, severely calcified lesion with 80% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. No resistance was noted when removing the sheath. The sheath was gripped on the most distal end of the sheath during removal from over the stent/balloon. The stent was not handled directly post removal of the sheath. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. There were no issues inserting the stent in the guide catheter. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that when the stent was delivered half way into the guider, resistance was noted and when the stent was pulled out and inspected it was noted to be deformed. The stent did not enter the patients artery it was halfway up the radial guide. The procedure was completed using another onyx device. No patient injury is reported.